Event description:
Patient was seen in the ed for staple removal. Staples placed 6 days ago to the left scalp. Staples noted to be jagged, not aligned well and difficult to remove. After multiple attempts, led application and pain medication take affect. Child life was also present. Two physicians were consulted and the nurse along with the attending physician attempted to remove the staples. Wound noted to be slightly gaping, minimal new bleeding, and hair tie and skin glue required wound closure. Mother of patient was tearful and upset, requesting sedation for procedure. After counseling by physicians and nursing and speaking to the father of the patient on the phone, agreed to have staples removed.rn involved with this incident noted that the staples did not look like they had been inserted correctly. Rn and physician removing the staples used hemostats and staple remover in order to remove staples. Staples available for in-house evaluation. Unaware as to who the manufacturer is. I have reviewed the patient's chart to try and determine who the manufacturer is and it is not listed. I have also contacted staff and no on has any information as to who the manufacturer is. I've even asked supply chain and have not had any luck.